Event description:
On 5/aug/2022, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since (B)(6) 2015, expired on the morning of (B)(6) 2022. No additional information provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient passed away on the morning of (B)(6) 2022 while sleeping and was found by her spouse when he awoke that morning. The pdrn reported the patient suffered a cardiac arrest (as reported by the nephrologist) and expired as a result. Causality was attributed to the patient¿s multiple cardiac comorbid conditions. The pdrn stated the patient was not enrolled in palliative care, however the patient¿s death was not completely unexpected. A non-urgent call was placed to emergency medical services (ems). Upon their arrival, ems confirmed the patient¿s expiration and took her directly to the funeral home (no autopsy was performed). The pdrn stated the events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). Additionally, the patient¿s treatment data was reviewed by the pdrn, and no alarms or variances were noted. Additional information (e.g., death certificate, esrd death notification, treatment data) was requested, however the pdrn reported the patient¿s electronic record is closed due to her passing. The pdrn stated the status of the patient¿s liberty select cycler is pending return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the serious adverse events of cardiac arrest and death, as the patient was undergoing ccpd therapy when she expired. The cause of the patient¿s cardiac arrest (as reported by the nephrologist) and subsequent death were attributed to the patient¿s multiple cardiac comorbid conditions (non-surgical candidate). Per the pdrn, there were no fresenius device(s) and/or product(s) malfunctions or deficiencies to report. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, cardiovascular disease accounts for the most deaths among the esrd population. Based on the information available, the liberty select cycler can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction caused and/or contributed to the patient¿s expiration.

Event description:
On (B)(6) 2022, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since (B)(6) 2015, expired on the morning of (B)(6) 2022. No additional information provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient passed away on the morning of (B)(6) 2022 while sleeping and was found by her spouse when he awoke that morning. The pdrn reported the patient suffered a cardiac arrest (as reported by the nephrologist) and expired as a result. Causality was attributed to the patient¿s multiple cardiac comorbid conditions. The pdrn stated the patient was not enrolled in palliative care, however the patient¿s death was not completely unexpected. A non-urgent call was placed to emergency medical services (ems). Upon their arrival, ems confirmed the patient¿s expiration and took her directly to the funeral home (no autopsy was performed). The pdrn stated the events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). Additionally, the patient¿s treatment data was reviewed by the pdrn, and no alarms or variances were noted. Additional information (e.g., death certificate, esrd death notification, treatment data) was requested, however the pdrn reported the patient¿s electronic record is closed due to her passing. The pdrn stated the status of the patient¿s liberty select cycler is pending return.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed a misaligned and damaged catch posts. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as received with reduced dwell time) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a cycler. The cycler underwent and passed a system air leak test and valve actuation test. An internal visual inspection of the returned cycler revealed dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On 5/aug/2022, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since (B)(6) 2015, expired on the morning of (B)(6) 2022. No additional information provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient passed away on the morning of (B)(6) 2022 while sleeping and was found by her spouse when he awoke that morning. The pdrn reported the patient suffered a cardiac arrest (as reported by the nephrologist) and expired as a result. Causality was attributed to the patient¿s multiple cardiac comorbid conditions. The pdrn stated the patient was not enrolled in palliative care, however the patient¿s death was not completely unexpected. A non-urgent call was placed to emergency medical services (ems). Upon their arrival, ems confirmed the patient¿s expiration and took her directly to the funeral home (no autopsy was performed). The pdrn stated the events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). Additionally, the patient¿s treatment data was reviewed by the pdrn, and no alarms or variances were noted. Additional information (e.g., death certificate, esrd death notification, treatment data) was requested, however the pdrn reported the patient¿s electronic record is closed due to her passing. The pdrn stated the status of the patient¿s liberty select cycler is pending return.